Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the fridge was unrecoverable. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was constantly failing. A field service engineer (fse) found that the latch contacts were already greased. The fse changed the latch, but this did not resolve the issue. After changing the latch again without success, it was determined that a new part was needed. The fse then replaced the remote manager controller board after changing out the latch twice. The system functioned as intended after the field service engineer repaired the device.